Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group deutschland. Sorin group (B)(4) manufactures the s5 interface module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the current leakage measured when the data pad was connected to the s5 interface module during priming was too high. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the current leakage measured when the data pad was connected to the s5 interface module during priming was too high. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 interface module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service representative was dispatched on site and traced the problem back to the s5 interface module. After its replacement the leakage current was in the normal range. However the s5 interface module was requested and returned to livanova deutschland for further investigation. According to inspector a leakage current test of the module was performed according iec 60601-1, but the reported issue could neither be reproduced nor be confirmed. No errors were found with the module. For safety reasons the module was scrapped. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.